Manufacturer narrative:
(B)(6). D4: catalog no - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction/issue occurred. Date of event is an approximation. On (B)(6) 2025 , it was reported that the pediatric patient experienced a failure to alert, after which the experienced a hypoglycemic event. The cgm device would have been working well during the event, but the followers present at the camp the patient was at during the event, did not get an audible alert, only a notification banner. A nurse was present during the school camp, but other than that the nurse provided glucose, not further information could be obtained regarding treatment. No other details were documented, and no further details could be obtained. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.